Manufacturer narrative:
Findings: unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, primetest, excessive no delivery test due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
Customer called to report they experienced high blood glucose levels of 340 mg/dl. Troubleshooting was performed and customer removed the infusion set to find it was bent. Customer called back regarding the same event and the device was returned for analysis.